Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor indicated malfunction, during implantation, idling occurred between the driver tip and the implant. No other implant placed, bone grafted with xenograft. Tooth site #5 (universal).

Event description:
It was reported that the driver rotated in the implant at placement.

Manufacturer narrative:
This report is being submitted to relay additional information and a correction. Upon follow up with the customer it was made clear that the driver rotated in the implant at placement. Therefore, the driver, not the implant will be reported, and this submission serves as the retraction submission for the implant. No further medwatch will be submitted for the implant. The following sections are being reported: b5: describe event or problem was updated. H2: type of follow up was updated. H10: narrative/data was updated.